Event description:
It was reported that prior to the case, the system warm-up cycle failed three times; during the fourth cycle, the warm-up was successfully completed. Approximately 30 minutes after the case started, the laser went into safety shut off and displayed "problem 811". The code was cleared; the doctor aborted the case prior to completion. At the time the case was cancelled, the patient was under anesthesia. There was no report of patient injury.

Manufacturer narrative:
(B)(4): the laser was serviced at the customer's facility. The main control and autovoltage select boards were replaced, the software upgraded and calibration performed. The system was tested and verified to meet specification.